Manufacturer narrative:
Device evaluation results: one medfusion 4000 pump was returned for investigation in used condition with a non-smiths medical top case and visible contamination by the l bracket pole clamp. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "battery communication time out" was found in the event log. Biomedical diagnostics was used to monitor the battery status. Battery level was "0". The customer reported product problem "battery communication time out error" was able to be duplicated upon power on start test and was confirmed. The battery was replaced and the device passed all functional and delivery tests.

Event description:
It was reported that a smiths medical pump alarmed "battery communication error" and exhibited power issues. Per reporter there was no patient involvement.